Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024 the patient had a six (6) month follow up computed tomography angiography (cta) which showed thrombus on the face of the device on the left atrial side. The patient was placed back on anticoagulation medication and discharged home.